Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc device. As a result, the customer had a seizure and reportedly self-treated only with quetiapine (antipsychotic). No third-party treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Extracted data using approved software and sensor was found to be in state 8 (error termination). Observed sensor signal low and abnormal sensor data was observed during data analysis. Extended investigation has been performed and no evidence of misuse or abnormalities was observed. De-cased the returned patch and observed no issues with the patch's components or sensor flag. Performed glucose solution test to check the returned patch's readings. Observed no significant inaccuracies in the electrical current being read by the returned patch during the test, indicating no accuracy issues were present in the returned patch. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc device. As a result, the customer had a seizure and reportedly self-treated only with quetiapine (antipsychotic). No third-party treatment was provided. There was no report of death or permanent injury associated with this event.